Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had dizziness three days post implant. It was also reported there was an intermittent failure to capture on the right ventricular (rv) lead and micro dislodgement. The lead was capped and replaced. No further patient complications have been reported as a result of this event.